Manufacturer narrative:
The device was received, by the manufacturer, on 9/27/2019. The service engineer was not able to confirm the reported event. All performance verification (pvt) tests passed. There was no evidence of smell or smoke. The device also passed a visual inspection of all exterior and interior components. No sparks, damaged, or burnt components were found. The device was found to have a missing power cord which was replaced without further issue. There was no probable cause found.

Manufacturer narrative:
The device is expected to be returned for further evaluation.

Event description:
It was reported that the device has an electrical burning smell while plugged in charging. The reporter stated when opening the case he got the smell of something. There was no smoke reported. However, during the programming of the pump, before connecting the patient, is when the smell was noticed. The reporter added that they were not aware of anything overheating but the board may have been affected. The device was reported to be in the storage room where the pump charge is kept. There was no patient involvement. No additional information is available.